Manufacturer narrative:
We asked for further information for analysis for twice, but no information was obtained.

Event description:
Customer states unit caused a burn on a residents lower back. Customer wanted to make note that at the time of the incident, the machine turned itself off and showed an error message. Looking at the manual, I believe it was the error, "the output current exceeds the setting current value." I had not seen this error code before. After seeing this message, the device was restarted and the treatment was continued for 8 more minutes at 53v. When the electrode pads were removed, there was no evidence of abnormality on the skin. The electrodes used were valutrode, ref #cf5050. They also wanted to emphasize that the pack was new for that treatment. The machine was operated by a physical therapist. Relevant medical conditions: s/p cervical and lumbar laminectomies w/ history of sever stenosis c2-c5. The burns are described as '4 full-thickness burns under placement of electrodes. The interferential waveform was being used at intensity of 64 milliamps with no modulated pulse. The leads had not been replaced in the last 6 months. No ointment or solvent was applied prior to electrodes. The device was powered down when the electrodes were moved. They have read the instruction manual. The burns are ongoing, 2 weeks, and the patient was referred to a wound specialist by a nurse. They were using 4 electrodes that were about 4 inches apart. Further clarifies the setting as '64v at preset settings: 80hz to 150hz for 1 minute. The patient did not have metal implants, as far as the end user is aware. 'The electrodes used were 2" x 2" cloth square valutrode electrodes. All four were placed 1.5" bilaterally of the spinal column at level l3-l5, approximately 3 inches apart vertically.